Event description:
It was reported to boston scientific corporation in 2005 that an endovive low profile balloon replacements device was used during a procedure performed six days prior (patient gender, age and weight are unknown). According to the complainant, the balloon was ruptured after 36 hours of placement and detached. The procedure was completed with another endovive low profile balloon replacements device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Event description:
Note: this report is a supplement to manufacturer report # 3005099803-2008-1705.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. Visual examination of the returned device revealed that a large tear in it, rendering the device non-functional. The cause of the reported malfunction is undetermined.